Event description:
The patient had an mr exam. She was scanned with the sense head coil for a foot examination. She had an aluminum splint around the foot and after the examination, a second degree burn (size unknown) was found on this foot.

Manufacturer narrative:
Eval resultls and conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.